Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 426 mg/dl, which was treated using another insulin pump. Troubleshooting was not performed as the caller did not have the device available. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no delivery alarm due to motor error alarms.